Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a fresenius 2008t hemodialysis (hd) machine had visible burn marks on the distribution cover directly over valve 36. The burn marks were found by a fresenius regional equipment specialist (res) who was servicing the machine for a high conductivity issue. Upon follow up with the biomedical technician at the user facility, it was confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 1,046 hours and the valve 36 and distribution cover are the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned distribution cover. The res replaced valve 36, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. It was confirmed that parts are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). The res replaced valve 36, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.